Event description:
Patient had under-absorption of insulin. Laparoscopy done and found no adhesions. However, on x-ray showed the catheter never went into the peritoneum. It became dislodged and was behind the pump. The pump pocket was infected and the pump was removed.